Event description:
It was reported that a plum 360 was found to have shut down unexpectedly during patient use. It was stated in the report that dobutamine was running and the pump was plugged in and completely shut off with no change to the patient. There was no patient harm reported.

Manufacturer narrative:
Visual and functional testing: the device is not available for evaluation since it was indicated that agiliti will perform testing of this unit. The device was not returned to the service hub, therefore, visual inspection and functional testing were not performed. Review of 12-month service history and event history/alarm logs: a review of the device's 12-month service history was performed and no similar event was indicated. No event history was received from the customer, and a review of the event history / alarm logs could not be performed; therefore, the reported complaint could not be replicated or confirmed.